Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed all incoming functional tests. Analysis found the upper case and lowercase broken/contaminated. Battery release, lead flex cover, atrial side connector, and battery drawer are contaminated. Ring cover and two side bail covers are broken. Battery contacts are compressed. The ring and two side bails are missing. The keyboard pad has a cosmetic issue.

Event description:
It was reported the external pulse generator (epg) was "not working." Follow-up attempts were unsuccessful in obtaining additional information. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).